Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2002, product type: catheter. Product ID: 8578, lot#: 0204375139, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient¿s weight at the time of the event was unknown. The patient status was reported as recovered, no sequelae. It was reported that the doctor states that there may have been a blockage at the catheter end and that by flushing it with saline that may have changed the flow of drug. It was further reported that the doctor thinks that the catheter may have been blocked and then the catheter subsequently unblocked after the doctor flushed it with a small amount of ¿ns¿. The doctor stated that the cerebrospinal fluid (csf) came back quickly after the flush. The doctor stated that they often do this when the catheter has been ¿in while, feels contrast is too viscous¿. It was reported that the patient was ok post operatively and that they got sleepy at home 2 days later. The patient¿s husband phoned dr. (B)(6) and then the patient was readmitted to the hospital on thursday. Naloxone was administered (0.8 mg - 1 mg total) and the patient did not go to the intensive care unit (ICU) and they woke up quickly. The patient stayed in mount hospital for 1 night then was discharged. The pump rate was decreased to 1.4 mg/day and that is the current dose. No further complications were reported and/or anticipated. The patient¿s medical history included diabetes and urinary tract infection (uti).

Manufacturer narrative:
Other relevant components include: product type catheter product ID 8578 lot# 0210322404 serial# implanted: (B)(6) 2017 explanted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the 8578 lot 0204375139 and 8637-40 sn ngv442405h were removed and replaced during the procedure on (B)(6) 2017 it was also reported that the 8578 lot 0210322404 and 8637-20 sn ngp442266h were implanted on (B)(6)2017. No further complications were reported and/or anticipated.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving morphine 30 mg/ml at 1.5 mg/day via an implantable pump for an unknown indication for use. It was reported that the patient showed signs of drug overdose symptoms post-operative. It was reported that the daily drug dose was reduced by the doctor. It was further reported that the patient appeared ¿narcotized¿ post pump implant. It was reported that the dose was further reduced. It was unknown if there were environmental/external/patient factors that may have led or contributed to the issue. It was reported that the daily drug dose was reduced by the doctor. At the time of this report it was noted that the issue was not resolved and further reported that it was unknown if the issue was resolved. It was reported that no surgical intervention had occurred and that no surgical intervention was planned. The patient status at the time of this event was unknown. No further complications were reported and/or anticipated.